Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent fracture occurred. A 4.00 x 12 synergy drug-eluting stent was observed to be fractured during preparation. The synergy stent was not used in the procedure. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. The device was returned with stent struts bunched from the proximal end and pulled to the mid-section. As a result of the damage to the stent profile, stent outer diameter was unable to be measured during analysis. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent fracture occurred. A 4.00 x 12 synergy drug-eluting stent was observed to be fractured during preparation. The synergy stent was not used in the procedure. The procedure was completed successfully. No patient complications were reported.